Manufacturer narrative:
Device evaluated by MFR: a visual examination of the crimped stent found stent struts on the proximal portion of the crimped stent were distorted and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion is located in the severely tortuous and severely calcified right coronary artery. A 3.00x28mm promus element ¿ stent delivery system was selected to treat the lesion. While the physician was attempting to cross the lesion and pushed it hard, the strut of the stent was damage. The procedure was completed with another of same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion is located in the severely tortuous and severely calcified right coronary artery. A 3.00x28mm promus element stent delivery system was selected to treat the lesion. While the physician was attempting to cross the lesion and pushed it hard, the strut of the stent was damage. The procedure was completed with another of same device. No patient complications were reported and patient's status was stable.